Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for non-malignant pain. It was reported that the patient stated the communicator didn't work very good. The patientsaid they would use it and it would go up to 90% and then it will stop no matter what they are doing. The patient mentioned they usually took all of their boluses every couple hours or few hours. The patient also mentioned they have had it once or twice where they went back to take their next bolus and it was still sitting at 90% so they sat there and waited for it to kick free and it made them wait 2 hours from that point. The manufacturer's patient services specialist (pss)  walked the patient through closing out of all active apps and making sure bluetooth and location were on. Pss walked the patient through clearing patient data service. During the call the patient was able to connect much quicker. Troubleshooting steps that were taken on the call resolved the issue. Additional information was provided from a consumer stated that their handset is stuck at 90% every time they use it, and they reached out before about this but need the steps again. The agent assisted the patient in clearing the data.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that the screen was getting stuck at 90%. The agent assisted the patient in deleting the data. After that, the patient was able to connect to pump without lag.